Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that system was exhibiting pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. The caller was inquiring about how to program off the lv lead. A boston scientific technical services consultant discussed the clinical observations with the caller and minimizing lv pace outputs and/or considering programming non-tracking mode if appropriate for this patient. The caller stated that the physician minimized lv pacing outputs, programmed vrr off and programmed the device to ddi mode. They will continue to monitor this patient as he had experienced a stroke. No other adverse events have been reported.

Manufacturer narrative:
Additional details were received stating there was no visual anomalies noted on the lead and the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.